Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a no delivery alarm. The customer's blood glucose level was 13.7 mmol/l. The customer performed the displacement test and it failed and then passed. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.